Manufacturer narrative:
Device evaluation: the product testing could not be performed, as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, no additional, no similar complaint. Folder has been received, for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) trailing haptic broke after the lens was fully inserted, implanted in the eye. The incision was enlarged to remove the iol and haptic from the eye. A standby indian lens was used as the replacement. There was no vitrectomy performed and no sutures were required. There was a ten (10) minutes delay in the procedure. No further information was provided.